Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
4580 fms duo+ pump/shaver combo; no surgery delay ; no patient harm ; surgery completed: continued on surgery shortened to just knee scope . Following information was received via phone by the sales rep on (B)(6) 2018: the sales rep reported that during a knee scope procedure on (B)(6) 2018, the inflow wheel on the pump was spinning erratically causing the fill chamber to fill up. The sales rep confirmed that there was no issue with the tube set. The procedure was completed with another pump with no harm to the patient or delays to the case. The sales rep was not present for the case therefore could not provide any further information.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at the service center. The complaint was confirmed. A member of service and repair provided further insight into the failures observed. The service and repair member indicated that the unit seems to have been dropped. The unit has damage / bent clamp tubing and worn fingers on complete pressure adjusters which can cause the unit to ¿overfill¿. Aluminum front panel, top cover, suction door, and guide line are also damaged. It is possible that the damage observed has been caused by user mishandling. However, given the information provided we cannot discern a definitive root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from sales representative on 28november2018: the sales representative indicated that the procedure was labeled as possible acl reconstruction. Once in the joint, the surgeon determined the acl was not necessary therefore the case was simply a knee scope. The case was not shortened on account of the pump.